Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were ring artifacts in the 3d image acquisition from the imaging system. It was noted that the ring artifacts were observed on the medtronic navigation system, however, the rings did not interfere with navigation. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that calibrations were performed on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.